Event description:
It was reported that approximately six months ago, the ivc filter was implanted in an obese pregnant patient. During implant, the filter appeared straight in the ivc and was positioned well. The tip was at the lower end of l1 and the lower end at lower level of l2. At the time of retrieval, the filter had migrated to the lower end of l4 and one of the left legs was sticking out a 70 degree angle. The filter was very difficult to capture; however, it was eventually removed without any residual problem.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The device was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway.